Manufacturer narrative:
Should read slimtip¿ implant lead kit, 50 cm.

Manufacturer narrative:
There is no allegation against this device.

Event description:
Further information obtained during investigation identified that there is no allegation of migration against this device.

Manufacturer narrative:
The investigation results will be provided in the final report. Date of event is estimated.

Event description:
Reference manufacturer number: 1627487-2019-09259, 1627487-2019-09260. It was reported that the patient's drg leads have migrated. X-rays confirmed the migration. The patient is experiencing ineffective therapy as a result. Surgical intervention may take place to resolve the issue.